Event description:
It was reported that the device was replaced as it had reached elective replacement indicator (eri). It was noted that the patient's optivol fluid monitoring had gone up, but did not correspond to the patient's condition. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery depletion-normal.